Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported that the suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h3 investigation summary the product was returned to ethicon for evaluation. One labeled winding former with a detached needle and one suture pieces outside the foil packet were received for analysis. Product code sxpp1b456. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were found on the strand. The other section of the suture was not returned for analysis. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.